Event description:
It was reported that a (B)(6) female patient with a date of birth of (B)(6) (177.0 cm, (B)(6)) underwent a paroxysmal atrial fibrillation (afib) and a typical atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. A pericardial effusion occurred at the end of a pvi/cti examination today at around 11:30am. The physician checked the heart with the ultrasound system. Fluid drainage has been done. The patient was stable at all times and no further complications occurred. All biosense webster, inc. Products worked according to the instructions for use (IFU). The patient went to the intensive care for further monitoring. The surgery was not delayed due to the reported event. The procedure was successfully completed. No patient status/outcome/consequences. Other medical intervention required was fluid drainage due to pericardial effusion. Additional information received on the event. The physician¿s opinion on the cause of this adverse event was the procedure as a steam pop occurred. The patient outcome of the adverse event was fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event for one-night extra monitoring. Force visualization features used were graph, dashboard, vector and visitag with the visitag module parameters for stability distance change: 3mm / minimum time: 3s, force over time 25% / minimum force 3g with coloring thresholds: ant 520 / pst 400 and ablation index. The transseptal puncture was performed with an abbott/st. Jude medical / brk-1 xs series 98cm. There was a steam pop. The event occurred during ablation phase. The irrigated catheter was used in the event and the flow setting was at > 30w = 15ml/min / flow at <=30w = 8ml/min / low flow 2ml/min. The correct catheter settings were selected on the generator and the pump switching from low to high flow during ablation. No error messages observed on biosense webster, inc. Equipment during the procedure. This patient got treated for afib and typical flutter, so we did pulmonal veins isolation (pvi) along with cavo-tricuspid-isthmus-ablation (cti). Patient consequence was a pericardial effusion. The patient fully recovered (no residual effects).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-jun-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 03-jun-2022, noted a correction to the 3500a initial. The physician information was omitted in error. Therefore, updated section e. Initial reporter. E1. Initial reporter phone: (B)(6).

Manufacturer narrative:
The device evaluation was completed on 27-jun-2022. It was reported that a 46-year-old female patient with a date of birth of (B)(6) 1976 (177.0 cm, 99kgs) underwent a paroxysmal atrial fibrillation (afib) and a typical atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. There was a steam pop. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that the rocker arm was detached from the handle. The root cause of this damage could not be determined as no problems related to manufacturing or assembly techniques were found. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event and steam pop reported by the customer. -investigation findings: fracture problem (c070603)/ investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the bwi product analysis lab observed a rocker arm was detached from the handle issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).